Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was tube hard to use or fill up. The following information was provided by the initial reporter. The customer stated: "when using the edta 4.0ml tubes they often need to be pushed hard against the needle for blood flow, if not pressed blood ceases to flow into tube. (Not needle position issue)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-10. H6: investigation summary: bd received 3 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was tube hard to use or fill up. The following information was provided by the initial reporter. The customer stated: "when using the edta 4.0ml tubes they often need to be pushed hard against the needle for blood flow, if not pressed blood ceases to flow into tube. (Not needle position issue)."